Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the mount fractured at the screw portion inside the implant during implant placement. Doctor removed the implant and the mount and will place the implant at a later point of time.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant (xifnt685) and one unknown lb mount were returned for investigation. Visual evaluation of the as returned products identified that the mount screw was fractured. Additionally, there was bone/blood residue around the external threads of the implant which were damaged/worn possibly during removal. Functional testing could not be performed due to the nature of the products and event. No pre-existing conditions were noted on the per. The implant was being placed on an unknown tooth location when the incident occurred. X-ray and picture images were not provided. Documents reviewed: biomet 3i dental implant IFU (B)(4)-(B)(6) 2019/biomet 3i restorative products IFU (B)(4): (B)(6) 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage may be resulted from improper techniques and excessive loading. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.